Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: unknown, unknown continuum acetabular shell, unknown. Unknown, unknown versys co-cr head, unknown. Unknown, unknown zimmer tm stem, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01912, 0001822565-2018-01914. Product location unknown.

Event description:
It was reported that the patient's right hip was revised due to instability with the acetabular shell. The cup, liner, and head were revised. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon further review of the complaint, it has been determined that the reported device did not cause or contribute to the event. The event is being reported on 0001822565-2018-01912.